Event description:
It was reported that the patient's leadless pacemaker exhibited loss of capture and sensing due to device dislodgement post-implant procedure. The device was explanted and replaced. The patient was stable.

Event description:
New information received indicated that the device had migrated into the left hepatic vein after dislodging.